Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a balloon burst while a catheter was in place in a patient's bladder. When it was replaced, the second balloon burst. There was no patient injury.

Event description:
It was reported that a balloon burst while a catheter was in place in a patient's bladder. When it was replaced, the second balloon burst. There was no patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. All 2 returned samples were carefully removed from polybag and visually inspected. Visual examination was conducted and observed that the balloons had burst. Based on complaint statement, it is likely that the balloon had burst. Closer examination under high magnification lens {60x magnification s) using dino-lite revealed multiple scratch marks on the balloon sleeve were also found all near the balloon tear edges on returned sample. Refer picture 1-2 respectively. It appears quite likely that the scratches had initiated the tear that lead to burst balloon. This appearance is likely due to contact with sharp object during handling. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out. Based on the investigation conducted on the actual sample, it is believed that the scratch marks found near the burst area had initiated the tear that lead to the balloon burst. Burst balloon could have happened due to contact with sharp or pointed object resulted the thin balloon membrane to burst. Therefore, this complaint could not be confirmed as stated.